Event description:
It was reported that the customer experienced ongoing "high" blood glucose (bg) levels on the continuous glucose monitor (specific bg value was not provided). Customer either delivered a bolus via the pump, administered manual injections, or changed the pump supplies to address the elevated bg. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog."